Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to low blood glucose level on (B)(6) 2020. Customer was unresponsive. Customer's blood glucose level was 19 mg/dl. Customer experienced blood glucose level of 63 mg/dl. Customer was treated with glucose fluid. Customer stated that the drive support cap was normal. Customer did not allege insulin pump for over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that was provided about date of emergency room visit with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer went to emergency room due to low blood glucose level on (B)(6) 2020.